Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a pacemaker implant. The first pacemaker selected for the implant tested as having battery depletion and so was not used. A different pacemaker was then implanted into the patient. The patient was in stable condition after the procedure.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. .

Event description:
It was reported that the patient presented in the hospital feeling faint. Upon interrogation, the pacemaker parameters could not be identified and it was noted that there was battery depletion. On (B)(6)2018, the device was explanted and replaced. The patient was in stable condition after the procedure.